Event description:
It was reported that the pump malfunctioned, but no notable events preceded this issue. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump and assisted the caller with the process. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to contact technical support if the issue persisted.